Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 424 mg/dl. Customer stated they received insulin flow blocked alarm. Customer stated insulin exited during fill cannula. Customer stated they had stuck button alarm. Auto mode feature was unknown during the time of event. The insulin pump will be returned for analysis.